Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and changed the tube because he found the tube to be in bad condition. The engineer also replaced a probe and pinch valve. After service, no further issues were reported by the customer.

Event description:
The initial reporter received a questionable elecsys folate iii result from one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. The reporter reran the patient sample because the result was low. The initial result was 1.4 ng/ml. The repeat result was 7 ng/ml.  The repeat result was deemed correct.  The reagent lot number is 65161800 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer (fse) replaced the sample and reagent probe to correct the liquid-level detection (lld) voltage values. The investigation determined that the measuring cell and maintenance kit were 12 months overdue for replacement. The measuring cell was then replaced. The investigation determined that the issue was consistent with a sample and reagent pipetting issue due to a defective sample probe and a collapsed tube. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.